Event description:
A customer reported that the mobile app crashed while loading a cartridge. There was no adverse impact to the customer¿s blood glucose level. After the incident, the customer successfully re-launched the app and no further assistance was required.